Manufacturer narrative:
The reported noise and impedance anomaly was confirmed in the laboratory via review of the stored electrograms and programmer printouts. The device was tested on the bench, and no anomaly was found. The cause of the reported noise and impedance anomalies could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that device was explanted due to noise and low impedance. Patient condition was fine after the event.